Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing and visual inspection, which verified the damage to the barrel clamp and the faulty sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The barrel clamp and plunger sensor were replaced and the device passed all testing.

Event description:
It was reported that the syringe clamp was broken and the communication port was broken.